Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reason. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information indicated that this ra lead was explanted due to noise anomaly.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reason. A new lead with the same model was implanted. No additional adverse patient effects were reported.